Manufacturer narrative:
G4: 17dec2019, b4: 13jan2020. The field service engineer (fse) replaced the touch screen. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17dec2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement.